Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate on the pump showing as static despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in measured pressures used to calculate the remaining insulin, and that the gauge would resume normal countdown once the static number matched the insulin amount in the cartridge. The caller understood and acknowledged the explanation.